Event description:
It was reported that there was a primary audible alarm background. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection observed that there was no external damage. During start-up, flow and occlusion testing, the reported issue could not be duplicated. The root cause of the issue could not determined. Replaced speaker as preventive measure. A corrective and preventative action has been opened to address the reported issue.